Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of troubleshooting steps, including disconnecting the tubing, tightening the t:lock, and delivering boluses. The customer replaced supplies as necessary and resumed insulin.